Event description:
Upon routine inspection a nurse discovered what she believed to be a precipitation a line leading from a 0.2 micron filter. Upon further investigation the substance was determined to be an insect (ant)." Upon further query the following info was provided: the customer reported that the pt was receiving total parenteral nutrition (tpn) at an unspecified rate. Approx 8 hrs after the administration of the tpn was started, a nurse noticed "foreign matter" in the tubing, distal to the filter. The customer contact indicated, "the entire set was taken down." It was unspecified whether the therapy was resumed. There were no reported adverse pt effects.